Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up with an alert for high atrial impedance. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.